Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. The motor was tested outside of the device and it passed. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during prime. The motor is also making a noise. Customer's blood glucose was 160 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.